Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.

Event description:
It is unknown which ipg had the issue of replace generator soon

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported pc displayed the message "replace generator soon". Patient may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. A4: patient weight is unknown. The allegation is against 1 of 2 ipg; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs ipg model: 3660, UDI: (B)(4), serial: (B)(6), batch: a000132253.

Manufacturer narrative:
Correction: patient weight & physician information were corrected. The initial report stated, "the allegation is against 1 of 2 ipg however, it is unknown which ipg."; however, this was reported in error. The device captured in section d is confirmed as the correct device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.